Event description:
On 30jan2023 a medwatch report (mw5114503) was received by anika. It was reported on the medwatch report that a patient of unknown age and demographics expired. It was reported that the patient was injected with orthovisc in the right knee once a week for three weeks . The date of the injections was not reported. The cause of the patient's death is unknown. Comorbidities is unknown and concomittant medications was not reported. There was no report of any device malfunction or appearance issues in the medwatch report. There is currently insufficient information to determine any association between the use of the the orthovisc device and the patient's death. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report. Additional information was not provided upon request. Report of death of a patient who was status post ia injection to the right knee x 3. Although there is a temporal association of the ia injections x 3, there is insufficient information provided in the report to evaluate this reported association. A review of this lots batch record was performed. There was no deviations or non-conformances documented in the product record. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
On (B)(6) 2023 a medwatch report (B)(4) was received by anika. It was reported on the medwatch report that a patient of unknown age and demographics expired. It was reported that the patient was injected with orthovisc in the right knee once a week for three weeks . The date of the injections was not reported. The cause of the patient's death is unknown. Comorbidities is unknown and concomittant medications was not reported. There was no report of any device malfunction or appearance issues in the medwatch report. There is currently insufficient information to determine any association between the use of the orthovisc device and the patient's death. Additional information was solicited.